Event description:
A medtronic ent rep reported that the surgeon alleged inaccuracy with all instruments. The medtronic rep looked at the scan and it was good. Registered with (B)(4) and tested instruments and all were off by 1-2mm on (B)(4). Confirmed there was nothing else in the room - no equipment and was holding emitter up while doing testing. The surgeon opted not to continue the surgery. There was no impact on the pt outcome.

Manufacturer narrative:
Part has not been returned for eval as of the date of this report.